Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned with no physical damage. Visual and functional testing were performed. The testing could not duplicate the customer reported problem. Preventative maintenance was needed and performed on the device. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the volume accuracy test. There was unknown patient involvement and unknown patient harm/adverse event reported.